Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated that after they removed the sensor, there was no sensor wire present. The patient indicated that they thought the sensor wire was under the skin. On (B)(6) 2017, the patient saw the doctor mentioned that the patient could keep the sensor wire inside the skin and would result in a little knob or have it surgically removed. The patient stated they did not want to have surgery and had kept the sensor wire in the skin. At the time of contact, the patient was doing fine. Additional patient or event information is not available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.